Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead exhibited noise that was over-sensed by the device and led to pacing inhibition, failure to capture, failure to sense and failure to extend helix. The right ventricular lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture, failure to sense, oversensing noise and helix mechanism issue were confirmed. Final analysis found a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. X-ray examination of the connector region found the inner coil was overtorqued and some filars were broken consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix. Electrical testing found conductor shorts due to the overtorqued inner coil. The cause of the reported events of failure to capture, failure to sense and oversensing noise was due to the shorting of conductors at the connector region consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix and overtorqued of the inner coil consistent with procedural damage.